Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a craniotomy, surgeon was using the cranial perforator and the blade scrapped part of the dura while making a burr hole. This happened after 2 holes were already made. No further info available.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
(B)(4): investigation coordinated by synthes (B)(4). Report received indicates that the reliability engineering evaluated the devices, and the reported problem was not confirmed. Both devices were tested and found to perform as intended. They were tested multiple times on a cadaver, and no problems occurred.(B)(4): placeholder.

Manufacturer narrative:
This device is not a synthes product. Retracting the initial and follow up 1. (B)(4) placeholder.